Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient's infusion set's tubing detached from the body. No further information available.

Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set's tubing detached from the body. No further information available.